Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini was displaying an "er1" message. Per the onetouch ultramini owner's booklet, an error 1 message can be due to an "electronic problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 "before lunch". The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his normal diabetes routine in response to the reported issue. Two hours after the reported issue began, the patient claimed to have developed symptoms of being "shaky" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca walked the patient through the proper testing procedure as recommended per the owner's booklet but the alleged product issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving any treatment after the alleged issue began, he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.